Manufacturer narrative:
The ventilator was evaluated by the manufacturer's authorized service center. The customer's complaint was confirmed. The device's power management board was replaced to address the ventilator inoperative condition. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed, for a ventilator inoperative condition.

Event description:
The manufacturer received info alleging a "service required" alarm condition occurred. The device was not in pt use.